Event description:
The manufacturer received information that a ventilator inoperable alarm occurred on a bipap a40 device. No patient harm or injury were reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was confirmed in the ventilator's downloaded error log. The device's printed circuit assembly (pca) required replacement to address the issue; however, repair was not performed because the device was scrapped.